Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on their implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was stable.